Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The distributor contacted heartsine to report that their device could not be turned on. Failure to power on device may prevent or delay defibrillation therapy. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was found to be unable to switch on. No fault was identified with the AED that would have resulted in the depletion of a pad-pak. The device logs showed multiple occasions in which the temperature was below the indicated minimum. Given this evidence, it is likely that the depletion of the returned pad-pak was due to storage outside of the indicated conditions; however, this could not be verified by other means i.e. No corrosion observed on the screws or usb contact collars. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that their device could not be turned on. Failure to power on device may prevent or delay defibrillation therapy. There was no patient involvement reported with this event.